Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. The force sensor was found to be out of calibration. Investigation revealed the tape on the display was lifted and the force sensor pins were partially dislodged. The force sensor flex was found to be cracked near the pin solder joint. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the tape on the display was lifted and the force sensor pins were partially dislodged. This report is made based on results of investigation completed on (B)(4) 2013.